Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: leaking o2 mixer. The alarm was observable both visually and through hearing. This malfunction is reproducible. There is no patient involvement reported to hamilton. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.